Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 460 mg/dl. Cause of elevated bg level was unknown. Bg was treated with intravenous fluids and insulin. Customer was using admelog insulin with the pump. Tandem technical support educated the customer on insulin labeling. Reportedly, customer left the ER a couple of hours later with customer in stable condition (bg 180 mg/dl).